Event description:
A pt was implanted with a monarc sling in 2005. In 2007, she went back to her doctor and found a thigh abscess which was drained but never went away. She was seen by her doctor again who noticed a chronic sinus in her vagina with pussy like fluid. The mesh was removed in 2008.